Event description:
Additional information was provided that the device was later explanted and replaced. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) approximately three months ago. It was noted that the patient heard beeping tones from the device for several months, but that the patient had been non-compliant with device follow-ups due to not having insurance. The patient later came in for a device check, where eol was found and the charge time (CT) was 30.7 seconds and the battery voltage was 2.65. Boston scientific technical services (ts) advised to replace the device as soon as possible. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.